Event description:
It was reported that the customer's blood glucose was 450 mg/dl, which she treated with the insulin pump. Customer had a no reservoir alarm and could not move forward with changing her infusion set. Customer was advised to clear the alarm and was then able to prime tubing. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.